Event description:
A shunt was in the left anterior descending (lad) artery during coronary artery bypass graft (CABG) procedure. Physician was ready to remove shunt, as he was removing shunt the removal string attached to it began to fray and then broke. Physician tried to retrieve the shunt but was unable to.